Manufacturer narrative:
One medfusion pump was received with the top case corners chipped and broken tubing guides. The right plunger case was also cracked and dented. The event history log was reviewed and there was a force sensor test error. Visual inspection, the power up process and a check and test of the force sensor were conducted. The plunger tube seal had come out of place, there was a force sensor test error at power up and the force sensor count was at 0 when it should be in the 30s. The cause of the missing plunger rod seal was unable to be determined and the force sensor test was caused by impact damage which knocked the sensor out of calibration. The top case which comes with the plunger tube seal was replaced and the force sensor was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a missing plunger rod seal and a force sensor test failure. There was no reported adverse event.